Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.

Event description:
It was reported that the device had an acu power strobe failure and a defective main printed circuit board (pcb). There was unknown patient involvement and unknown patient harm/adverse event reported.